Event description:
In 2008, the patient was treated for an inflammatory abdominal aortic aneurysm with gore excluder aaa endoprostheses. One to two months later, the patient became sick and was suspected to have an infection around the device. An inflamed aortic wall was observed on computed tomography, and aneurysmal expansion was also observed from the superior mesenteric artery to the proximal end of the implanted devices. This region of aorta was of normal diameter pre-procedure, but now measures approximately 5 cm. The physician continues to monitor the patient.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional device: pxc121200.